Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk. This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited a sudden rise on pacing impedance measurements, reaching high out of range values greater than 3000 ohms on the left ventricular (lv) channel. Technical services (ts) recommended programming enhancements. This lv lead remains in service. No adverse patient effects were reported.